Event description:
It was reported to philips that a geometry movement error occurred during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo module wp kit and verified movement functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).